Manufacturer narrative:
Batch review performed on 20 october 2020 lot 189488: 24 items manufactured and released on 06-mar-2019. Expiration date: 2024-02-26. No anomalies found related to the problem. To date, 16 items of the same lot have been already sold without any similar reported event. Additional implant involved:gmk-revision 02.07.0682r revision fixed tibial tray cemented size 2 r (k123721) lot. 1903716 batch review performed on 20 october 2020 lot 1903716: 11 items manufactured and released on 25-sep-2019. Expiration date: 2024-09-18. No anomalies found related to the problem. To date, 10 items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-revision 02.07.0220scf fixed tibial insert sc size 2/20mm (k103170) lot. 178510 batch review performed on 20 october 2020 lot 178510: 18 items manufactured and released on 02-feb-2018. Expiration date: 2023-01-18. No anomalies found related to the problem. To date, 6 items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-revision 02.07.fcl15105 extension stem - fluted ø 15 l 105 (k120790) lot. 1900650 batch review performed on 20 october 2020 lot 1900650: 45 items manufactured and released on 05-jun-2019. Expiration date: 2024-05-21. No anomalies found related to the problem. To date, 17 items of the same lot have been already sold with one similar event reported. Additional implant involved: gmk-revision 02.07.fcl14105 extension stem - fluted ø 14 l 105 (k120790) lot. 167136a batch review performed on 20 october 2020 lot 167136a: 1 item manufactured and released on 25-sep-2019. Expiration date: 2024-08-28. No anomalies found related to the problem. To date, 1 item of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection, 5 months after primary surgery, and the pathogen is unknown. The surgeon removed all implants and implanted a medacta femur and poly with antibiotic cement to act as a spacer. The surgery was completed successfully.